Event description:
It was reported that during a tka, the mis 3.2mm x 45mm rimmed pin sterile broke inside the patient when trying to be removed. Piece was left inside the patient and no surgery is planned to retrieve it. There was no delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a tka, the mis 3.2mm x 45mm rimmed pin sterile broke inside the patient when trying to be removed. Piece was left inside the patient as it caused no problems to the implant of the components to the patient, so, no surgery is planned to retrieve it. There was no delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the mis 3.2mm x 45mm rimmed pin sterile fractured into two pieces. Only one piece was returned. The device shows signs of significant wear and use. This inspection was conducted by naked eye. The clinical/medical investigation concluded that this externally communicating device is neither manufactured nor intended for implantation; and is not approved for long term internal tissue exposure. Further complications were not reported. Based on the limited information provided, definitive contributing clinical factors cannot be concluded; however, user technique cannot be ruled out. As this is a single use device, damage from misuse is likely an additional potential factor that could contribute to the reported event. The patient impact is determined to be the retained fragment of a non-implantable foreign body without plans for removal. Micro-motion and/or migration and corrosion is unlikely as it was noted that the fragment was ¿stuck¿; however, cannot be ruled out with certainty. Further conclusion on the impact of the non-implantable foreign body cannot be established but reportedly ¿the pin caused no problems¿. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: b5, h6 (health effect - clinical code, type of investigation)